Event description:
The patient reported that their freestyle libre 3 broke. The reporter with the provider's office did not have more details. Hcp did not consent to follow up, no further information provided or available regarding this report. (B)(4).